Event description:
Caller reported a cartridge alarm 20, and the blood glucose level was high, but specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump. The issue occurred during the load process, and technical support arranged for the replacement of the pump. Although the customer's pump software was outdated, a replacement pump with updated software was sent, and instructions were provided for managing and returning the problematic pump. Customer will continue to use current pump.